Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the temperature module of sorin s5 system stopped working during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative could not confirm the reported issue. The temperature module was replaced as a precaution and the unit was tested and returned to service. The service representative received a call later that night that the issue occurred again. The service representative returned to the facility and was able to reproduce the fault during the second visit. The dc/dc module and two hex boards were replaced and the unit was tested for several hours without issue. The unit was returned to service again, and experienced another recurrence that night. The service representative returned to the facility again and found that the new dc/dc module that had been previously installed had failed. The dc/dc module was replaced with a new device and the unit was tested for several hours before returning to service. The customer notified the service representative later that night that the system was working without any further issues. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the temperature module of sorin s5 system stopped working during a procedure. There was no report of patient injury.